Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted. (B)(6).

Event description:
The customer reported the radical-7 reboots by itself after power up. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: the returned device was evaluated. During evaluation the device passed all visual and functional testing. The device did not reboot by itself after powering up and was able to stay powered on during the duration of the testing, on ac power, as the device was returned with no battery. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be fully functional. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: 100088.

Event description:
The customer reported the radical-7 reboots by itself after power up. No patient impact or consequences were reported.